Event description:
It is reported that a customer has a broken reservoir on their insulin pump and needs a replacement. The customer's blood glucose was not recorded. The new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.